Event description:
Customer reported an issue with the gas module iii, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the problem. Preventative maintenance was performed and customer was instructed to change the unit's water traps and adjust manual setting routinely.